Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative results of one patient sample on tango infinity. The specificity of the missed antibody was anti-jka, anti-fya and anti-e. The customer stated that sample #(B)(6) was tested for antibody screening and identification on tango infinity. All tests were negative. While the tango infinity was running the customer tested the sample in the gel method of a competitor. The results were positive and anti-e, anti-jk(a) and anti-fy(a) could be identified. The customer returned the supposedly defective produc for investigational testingt and also the patient sample that had caused false negatives. Our quality control laboratory tested the patient sample with the complaint sample on tango infinity. Cell #2 of biotestcell 1&2 showed a correctly positive result due to the e antigen and the jk(a) antigen. Cell #2 which were supposed to react positively because of the fy(a) antigen showed a negative reaction. Further tests of the patient sample were not possible, because it was depleted. The complaint sample biotestcell 1&2 showed correct results with three different samples containg an anti-e, an anti-fy(a) and anti-jk(a) on tango infinity. The affected tango infinity was inspected by one of our field service engineers. The customer provided result images that show negative tango infinity results on antibody screening and identification. The last preventative maintenance date was on october 29, 2019. Our service engineer was on may 05, 2020 at site for a semi annual preventive maintenance and could confirm that the instrument is working within specification. Post adjustment camera setting values are within acceptable range; the provided log files were incomplete. From instrument's perspective, based on current information there is no indication for an instrument malfunction. The service engineer confirmed a proper function of the instrument. The reported problem is likely related to sample specificities. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Due to the negative result with the fy(a) positive cell #2 of biotestcell 1&2 the complaint is classified as confirmed (expected product performance). The section limitation of the instruction for use contains the following note: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies."

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false negative results of one patient sample on tango infinity. The specificity of the missed antibody was anti-jka, anti-fya and anti-e. The customer stated that sample #(B)(6) was tested for antibody screening and identification on tango infinity. All tests were negative. While the tango infinity was running the customer tested the sample in the gel method of a competitor. The results were positive and anti-e, anti-jk(a) and anti-fy(a) could be identified. The customer returned the supposedly defective product for investigational testing and also the patient sample that had caused false negatives. Our quality control laboratory tested the patient sample with the complaint sample on tango infinity. Cell #2 of biotestcell 1&2 showed a correctly positive result due to the e antigen and the jk(a) antigen. Cell #2 which were supposed to react positively because of the fy(a) antigen showed a negative reaction. Further tests of the patient sample were not possible, because it was depleted. The complaint sample biotestcell 1&2 showed correct results with three different samples containing an anti-e, an anti-fy(a) and anti-jk(a) on tango infinity the investigation of the affected instrument is still ongoing. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.